Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced power system error and replace battery now alarm. The customer's blood glucose value was 311 mg/dl. The customer treated with a shot. The customer stated that insulin was beeping low and it felt 3/4 way full. The customer stated that the pump was dropped. The customer reported missing segments during self-test. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was received with severely scratched lcd window, scratched case and pillowing keypad overlay. The insulin pump passed displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected insulin flow blocked alarm was noted. Replace battery alarm, replace battery now alarm and power error 25 confirmed in the long trace. Detail trace analysis confirmed the pump alarmed replace battery, replace battery now and then alarmed pump error 25 was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at electrical board. The insulin pump was monitored and functioned properly.